Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that they were experiencing low blood glucose level 2.7 mmol/l which was treated by carbohydrate intake. Customer needed to adjust insulin sensitive factor because it was too low. It was unknown if insulin pump was on auto mode. Device will not be returned for analysis.